Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2016-01106 / 01109). Not evaluated reason: remains implanted.

Event description:
It was reported a patient underwent a right partial hemipelvectomy (B)(6) 2005. Subsequently, the patient was revised on (B)(6) 2009, (B)(6) 2013, and (B)(6) 2014 due to dislocation, liner wear, and liner fracture. The patient will be further revised due to possible liner fracture or the liner having pulled away from the cement mantle. The patient reported hearing a clicking sound. No revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2016-01106 / 01109).

Event description:
It was reported the patient underwent a right hemipelvectomy (B)(6) 2005 utilizing custom components. Subsequently, the patient was revised on (B)(6) 2009, (B)(6) 2013, and (B)(6) 2014, each time due to dislocation, polyethylene wear, and acetabular liner fracture. It was further reported the patient underwent a revision procedure on (B)(6) 2016 due to polyethylene wear, audible noise, and fracture of the acetabular liner.